Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the c-flex iol in the right eye on (B)(6) 2015. Iol opacification was observed for the first time during a consultation on (B)(6) 2016. The patient's visual acuity was reported to be 20/20 on (B)(6) 2015. Following the development of iol opacification, the patient's vision has deteriorated and the patient's current visual acuity is now stated to be "vision of figures". The healthcare facility reports that there are no plans to explant the iol at this time. Rayner is liaising with its distributor in (B)(6) to obtain product information and additional information to facilitate further investigation of the event.

Event description:
On (B)(6) 2018, rayner intraocular lenses liited received notification of an event that occurred following implantation of a c-flex iol (model unspecified). The event description provided states that the iol opacification was observed post-operatively.